Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received a resume pump alarm. The customer had suspended insulin delivery and had not resumed insulin delivery. The customer's blood glucose level was 374 mg/dl and was addressed with an insulin injection. The customer cleared the alarm and insulin delivery was resumed.